Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: investigation of the returned device confirms the complaint; two of the balseals of the spacer block are missing. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the instrument´s balseal deformed. Two of the balseals of the spacer block are missing. No adverse patient consequences, no surgery delay. Procedure was completed successfully.